Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needed to have her device taken out because it had been causing pain and discomfort whenever she sits. The edge of the implant pushes against her skin and it feels like ¿a little chinese water torture, it just gets worse and worse.¿ the patient reported that the implant was too low in her back and that she would like to have it removed because it had been driving her ¿nuts.¿ the patient has an appointment on (B)(6) 2016 to set up a time to meet with her managing health care provider to have the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.